Event description:
14 french coude catheter was placed using sterile technique. No urine noted draining from catheter and patient was leaking urine around catheter. Nurse attempted to flush catheter and was unsuccessful. Catheter discontinued and no hole noticed at the tip of the catheter. Lot number: ngj2178, use by date: 7/31/2028. Brand: bardex.